Manufacturer narrative:
(B) (4).

Event description:
The pt walked through a department store security area and was no longer able to feel her stimulation. She also experienced an increase in left-sided facial pain consistent with the pain she feels when the implantable neurostimulator battery depletes. She increased therapy amplitude using the pt programmer to the upper programmed limit, with no change in her facial pain. The pt was seen in clinic. The nurse there believed the pt had accommodated to the stimulation; the amplitude limit was "+1." The nurse turned the device off and sent the pt to the hospital. There the nurse confirmed the pt programmer was working properly. No power on reset was noted. The system was turned back on at the lowest amplitude and the pt felt stimulation immediately. Electrode and group impedances were within normal limits. The nurse had no explanation why the pt suddenly stopped feeling stimulation.